Event description:
During initial visual examination, it was found that the connecting component of the distractor frame was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.